Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 420 mg/dl at the time of incident. Customer declined to troubleshoot and does not want to return any products for analysis. The customer was advised to call back to troubleshoot. Customer indicated that he is in the process of ordering a new pump. No further information was provided.